Event description:
The nurse was pulling out the hypodermic needle after he gave the pt the flu vaccine. At the same time, engaging the safety-lok forward, but with resistance. The nurse tried to push the safety-lok cover up, and it came off all the way through the needle and stuck the nurses' left finger. Checked other safety-lok syringe, but no resistance when engaged.

Manufacturer narrative:
Evaluation summary: a sample of the same product lot involved in the incident was returned on 11/12/2007. A visual examination did not show any defects that may have contributed to the reported incident. The device was also functionally evaluated and the alleged failure could not be duplicated. A review of the complaint database and device history records did not reveal any problems that may have contributed to the reported incident. Regulatory compliance will continue to conduct trend analysis on a monthly basis in an effort to monitor any changes.